Manufacturer narrative:
This report is being submitted as a result of corrective measure to FDA finding.

Event description:
On (B)(6): the product was applied on lower central incisors and he laser-radiated them for 120 seconds. On (B)(6): the pt appealed for the pain to gums. Kenalog was applied on the gum (2gx1). On (B)(6): the pain was not settled. Kenalog was applied on the gum (2gx1). On (B)(6): the gums became necrotic and the bone under the gum was nearly exposed. Kenalog was applied on the gum (2gx1). On (B)(6): the diseased part was curetted. The part was packed with terra-cortril, flomox (medicine made of cephem antibiotic) (300mgx2) and voltaren (25mgx3) were charged. On (B)(6): the ulcer has not improved. The diseased part was lavaged and packed with terra-cortril. Voltaren was taken (25mgx3). On (B)(6): the part was packed with terra-cortril. Voltaren was taken (25mgx3). On (B)(6): the ulcer seemed to recover. Kenalog was applied on the gum (2gx1). The incident was caused by accidental spill of gluma desensitizer to the soft tissue as a result of user error. Visiting the dentist on (B)(6) 2007 revealed that he did not protect mucous membranes by using a rubber dam as requested.